Manufacturer narrative:
Device evaluation did not verify the complaint. The depleted device was successfully charged to full capacity in one charge cycle. The battery charge profile indicates that occasionally the device couldn't be charged to full capacity due to low charge current, which is the characteristics of poor alignment with the patient's charger. The device exhibits normal device characteristics.

Event description:
A report was received that the patient was having charging difficulties. The physician replaced ipg system and repositioned the leads for the patient. The patient was reportedly doing fine after procedure.

Event description:
A report was received that the patient was having charging difficulties. The physician replaced ipg system and repositioned the leads for the patient. The patient was reportedly doing fine after procedure.

Manufacturer narrative:
Additional information was received that the reason why the physician repositioned the leads was due to ineffective therapy.

Event description:
A report was received that the patient was having charging difficulties. The physician replaced ipg system and repositioned the leads for the patient. The patient was reportedly doing fine after procedure.